Event description:
According to the reporter, during myomectomy, the device stopped working and there were error tones heard or red lights observed. The surgeon asked to change device and it worked with the same battery and generator which enabled them to complete the procedure. The device did not come into contact with any metal instruments, no part had been broken and no detached piece fell into patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured and detached waveguide. The waveguide was not returned. The device showed evidence of use.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.